Event description:
2939301-2016-08338 . After my last child was born my dr told me about essure. She said my allergies to nickel and others would not be an issue. After placement of essure in (B)(6) 2011, I had mild discomfort. Starting a couple weeks later I started to have constant lower abdominal pain. Nothing relieved the pain. It affected my bowels and landed me in dr and ER having various scans and tests for all kinds of bowel issues. My menstrual cycles stopped as well. I had hormone testing done as well. After multiple ER and dr visits and testing of all kinds, I was referred to dr (B)(6) at (B)(6). She diagnosed my issues as essure related. Dr (B)(6) removed essure coils and my tubes (B)(6) 2012. My symptoms did not improve. My menstrual cycles never returned to normal. I steadily gained over (B)(6) in the last three years. Affecting my moods and mental state.